Event description:
Reportedly, "episodes of stitch abscess or inflammation" sex: unknown. Procedure: unknown.

Manufacturer narrative:
During a routine review of our complaints, this ftr was re-evaluated. Because the information available for description of the event is insufficient to support a conclusion that an adverse event did not occur, the complaint will be reported to the FDA as an adverse event